Event description:
It was reported that hair contamination was observed during set up. On 4/15/2010, additional information: the hair was observed between the tray and pouch at the bottom side of the kit. The device was examined prior to deco and the pouch was found to be opened when it was returned. There was no trace of kit being pulled out from the tray.

Manufacturer narrative:
Customer report was confirmed. The catheter was returned opened in the (B) (6). The hair(approximately 20cm) was found between the tray and the (B) (6) with the returned device. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.